Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd889477 and gd888107 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). Action taken with the dianeal ambuflex was not reported. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient experience peritonitis. The cause of the peritonitis, treatment information and the outcome for the event were not reported. An opinion of causality was not reported for the event of peritonitis.